Event description:
The guidwire was advanced through the needle but the nurse felt resistance so the guidewire was pulled back a little bit while it was still in the needle. When the guidewire was removed completely, it was shredded. The facility is concerned that some of the guidewire may still be in the pt.